Event description:
Patient stated freedom 60 pump shuts on/off (serial number and expiration date not provided). Patient did not miss any infusions. No adverse events reported due to product issue. Pharmacy replacing device. No further detail was provided. Unknown if device is available for return. No further info. Reported to (B)(6) by: patient/caregiver.